Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus medical systems india private limited (omsi) for evaluation. Omsi inspected the device and found that the endoscopic image was not displayed due to the patient board failure. Failure of the patient board may have been caused by deterioration due to long-term use, based on the date of manufacture. In addition, it is possible that the buzzer did not sound due to the failure of the patient board. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to omsi for evaluation. Omsi inspected the device and confirmed the following: -the device did not display the endoscopic image when used with olympus 150 series endoscopes, due to a failure of the patient board set. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, when the device was used with an olympus 150 series endoscope, the monitor screen went black and the endoscope image was not displayed. Then, olympus inspected the device at the service department of olympus medical systems india private limited (omsi) and found that the buzzer did not sound due to the front panel failure. There was no report of patient injury associated with the event.